Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says that last week they charged ins up, and then on (B)(6) "it seemed like something was going crazy and I found that the implant had gotten so low that it shut off". Pt then charged ins and said it went from 100 percent to 50 percent in less than a day. Pt then charged ins yesterday and then woke up at 330am and found that it had dropped 30 percent. Pt confirmed the ins is depleting faster than it used to. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that pt called stating they are having to charge the ins more frequently. Pt states they can charge the ins to 100% and by saturday morning, the ins can be extremely low and will need to be recharged. Pt states they have had no falls or trauma prior to noticing they are having to charge more frequently. Pt states they have had no reprogramming and they are not having to increase stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the device looses charge in 3 days. They stated that the cause is unknown. They adjusted the device, but the issue remains unresolved.